Event description:
It was reported by the sales rep that during a shoulder arthroscopy case the metallic and plastic part (end) of the serfas probe got disassembled from the body of the probe. The broken piece remained in the shoulder of the pt.

Manufacturer narrative:
Investigation is on going. Additional info will be provided once investigation is completed.